Event description:
It was reported that the patient was unable to send a transmission from their implantable cardioverter defibrillator (ICD) using their new home monitor. It was noted the monitor had cellular connection and was rebooted but was not able to send a transmission and was showing no active commands. Trouble shooting steps were done with the monitor with no resolution and the patient was referred to the clinic for an ICD check. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: evproplus-26us transcatheter valve implanted on (B)(6) 2021. 6935m55 lead implanted on (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.